Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the act button was harder to press. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the customer put new battery and it does not work. Customer stated that the screen had something stuck on the front and it was harder to see. The insulin pump will not be returned for analysis.